Event description:
As reported, in 2008, this patient was treated with three fore tag thoracic endoprostheses. During the procedure, partial occlusion of the patient's carotid artery occurred, resulting in intermittent episodes of mental status changes and aphasia due to intermittent hypotension. A reintervention occurred at about four days later, placing a left carotid stent. The occlusion was resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.